Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleged friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into plaintiffs blood. As a result she began experiencing pain, discomfort, and injury. Doi: (B)(6) 2004; dor: (B)(6) 2017; right hip.

Event description:
Ppf alleges pseudotumor and metallosis. Pfs alleges swelling and stiffness. After review of medical records, patient was revised to address painful metal on metal tha with pseudotumor and elevated cobalt and chromium levels. On (B)(6) 2017, an unusual appearing synovitis was noted, which they took cultures of the femoral tissues. There was significant corrosion on the back of the liner as well as the face of the cup. It was stated in her x-ray result that, a fracture was seen proximal to femoral shaft and the final image demostrates dislocation. There are also multiple screws traversing the proximal periprosthetic fracture. Her cobalt chromium levels were within normal levels.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.